Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection they confirmed the brush would not pass-through scope-connector and retrieved the foreign material. It was also noted a leak from nozzle, play in the control knob and worn glue on the objective lens and the light guide, the distal sheath adhesive was cracked and minor scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing a piece of brush broke off inside the evis exera iii colonovideoscope and they were unable to retrieve it from the device. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.